Event description:
Complaint alleges: the first pass was successful, but after passing the second suture tail, it was noticed that the tip of the suture passer from the suture notch to the distal tip was missing. The doctor scanned the omentum but was unable to locate the suture passer tip. A second efx was used to complete the closure. No reported pt injury. Pt current condition is fine.

Manufacturer narrative:
No device sample available for investigation.